Event description:
It was reported that during screw implantation, the tip of the quick-connect screwdriver broke off inside the screw hex. The tip was left in the screw hex and the procedure completed. There was no patient injury reported as a result of this situation at this time. A possibly compromised implant was left in the body and could require surgical intervention in the future. As a result an MDR is being filed to document this event.